Manufacturer narrative:
H3: evaluation of the returned software exports determined that the drill guide position in relation to the reduction tube shows a deviation that could have resulted from the drill guide suboptimal landing site. Also, it was reported that a wedge was used to this trajectory, which can suggest an unflushed assembly that could explain the deference position of the drill guide, the reduction tube and finally the deviation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used intra-operatively of a spinal procedure to treat spondylolisthesis with fixation using screws and rods. It was reported that they were doing a case from s1-l4 and they saw a shift at l5 left, but not at l5 right. The registration was good at all other levels. They sent the surgical arm to l5 left. The trajectory was superior and lateral by 3.5-10 mm. The surgeon drilled the screw, breached superior, and lateral. All other trajectories were placed accurate to plan. There were titanium cages in the spine as well. The cause of the deviation was not determined. There was no patient harm and the procedure was delayed less than an hour.